Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l5-s1 to address spondylolisthesis. It was reported that the patient had a broken screw at s1 and l5. ¿it is not evident on the x-ray that l5 is broken, but the doctor has CT where (this is) verified . Patient had no out-of-the-ordinary event that caused this. Patient reported to doctor that (pt.) Felt a "pop" at 6 weeks post-op, and another at 3 months post op. The broken screws were found in a normal follow-up visit x-ray.¿ a revision surgery was performed. No additional complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.